Manufacturer narrative:
(B)(4). Date sent: 7/28/2023. D4: batch # unknown. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Additional information was requested, and the following was obtained: had the patient had any radiation or chemotherapy treatments? Unknown were the staples unformed or malformed? Please describe the shape. He doesn¿t remember. Did the dehiscence happen at the time of firing or later in the procedure? At the time of firing. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic liver resection, on about the 5th firing of 11 firings, the staple line dehisced. Per the surgeon it looked like the staples did not form. He said the stapler felt difficult to close. No patient consequence. They are not sure which reload had the issue. Please note that the stapler is loaded but the last load was not needed and is therefore unfired.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Upon analysis, closing the device felt sticky. This was attributed to dried bodily fluid within the shaft of the device. One possible cause for this condition may be exposure of cleaning solutions. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 981a41, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2023. D4: batch # 981a41.